Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The cgm was normal reading of 95-98 mg/dl and the patient started vomiting. There was no bg taken as he was thinking that it was cause by a bug/flu. The patient went to the emergency room (ER) when vomiting did not stop. There they took a bg reading which was 500 mg/dl and the patient was admitted to the ICU for 3 days and 1 day in regular unit. The patient was treated with 21 units of insulin and IV medication bags for 2 days. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.